Manufacturer narrative:
An event regarding an intraoperative fracture involving a triathlon ps femoral trial component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the component was not returned for evaluation. -medical records received and evaluation: medical review indicated that surgical technique for box preparation in young patients with strong bone has resulted in a fracture of the lateral femoral condyle during trial testing for a triathlon ps femoral component that was adequately repaired. -device history review: not performed as no lot details were provided. -complaint history review: not performed as no lot details were provided. Conclusions: the reported event involves a fracture of the femoral condyle (bone) that occurred during trialling. The fracture was treated with osteosynthesis (cerclage wires). Medical review indicates that surgical technique for box preparation in young patients with strong bone has resulted in a fracture of the lateral femoral condyle during trial testing for a triathlon ps femoral component that was adequately repaired. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as device lot details, device return and additional medical notes regarding the patients bone density are needed to determine the root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Intra-operative femoral fracture of lateral condyle during index tkr procedure treated with osteosynthesis (cerclage wires). After cementing a stable situation was derived. Patient is advised not fully weight bearing and further follow-up will be 6 weeks post-op. Update 1/27/2016: the event is related to the ps femoral trial.

Manufacturer narrative:
The device was returned. As two trial components were returned, as possible devices used in the reported event, a DHR review was carried out for both lot codes: 059297 and 027364. Visual inspection found the two returned trial components to be unremarkable for instruments used within a clinical environment. Both returned devices were found to be dimensionally within specification. -medical records received and evaluation: medical review indicated that surgical technique for box preparation in young patients with strong bone has resulted in a fracture of the lateral femoral condyle during trial testing for a triathlon ps femoral component that was adequately repaired. -device history review: DHR review for the reported lots determined that the device was manufactured and packed to specification for each lot. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lots. Conclusions: the reported event involves a fracture of the femoral condyle (bone) that occurred during trialing. The fracture was treated with osteosynthesis (cerclage wires). Medical review indicates that surgical technique for box preparation in young patients with strong bone has resulted in a fracture of the lateral femoral condyle during trial testing for a triathlon ps femoral component that was adequately repaired. Two trial components were returned for evaluation as it was not possible to determine which device was used in the reported event. Device inspection found the two returned trial components to be within specification. Further information such as additional medical notes regarding the patients bone density are needed to determine the root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Intra-operative femoral fracture of lateral condyle during index tkr procedure treated with osteosynthesis (cerclage wires). After cementing a stable situation was derived. Patient is advised not fully weight bearing and further follow-up will be 6 weeks post-op. Update 1/27/2016: the event is related to the ps femoral trial.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Intra-operative femoral fracture of lateral condyle during index tkr procedure treated with osteosynthesis (cerclage wires). After cementing a stable situation was derived. Patient is advised not fully weight bearing and further follow-up will be 6 weeks post-op.